Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device is only working on the low setting or not at all. When the battery pack was open, it was observed that the batteries had corroded. There was no patient impact or delay. The saline bag was on the IV pole. Due diligence is complete and there is no additional information available.